Event description:
It was reported that a cadd® cadd-legacy® plus pump was alarming with the message "no disposable tubing". No patient injury was associated with this occurrence.

Manufacturer narrative:
Additional information was received stating this ambulatory infusion pump was determined by the customer to not be an issue. The pump was used to finish infusion with a new cassette. No adverse patient effects were reported.